Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the light source shut off during procedure. The procedure was completed successfully with no adverse consequences or medical intervention.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: per (B)(6), during a case there was a bright orange flash then the light source went out. It happened twice in two different cases. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad main board. Gtin: (B)(4).

Event description:
It was reported that the light source shut off during procedure. The procedure was completed successfully with no adverse consequences or medical intervention.